Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there were episodes of non-sustained right ventricular oversensing (nsrvo) noted due to post-paced t-wave oversensing. The device was reprogrammed, however the oversensing was still occurring. Further reprogramming recommendations were made by technical support, and the patient was stable with no consequences.